Event description:
Procedure: laparoscopic colon surgery-type not specified. The surgeon inserted three trocars into the pt for the surgery. There was an air leakage from one of the sites, and the surgeon confirmed the anchoring balloon had ruptured on one of the devices. A piece of the balloon was found in the pt surgical cavity. It was removed without difficulty. No pt injury reported.